Event description:
It was reported that the balloon appeared to partially deflate. The device was removed along with the guidewire.

Manufacturer narrative:
Subject device has not been returned to manufacturer.

Event description:
It was reported that the balloon appeared to partially deflate. The device was removed along with the guidewire.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis of the returned device noted no anomalies to the device. A small portion of blood was visible on the balloon. Functional analysis of the returned device noted that the balloon could not be inflated as a result of an occlusion in the catheter shaft, which was likely a buildup of contrast media. Additional information provided indicated that the 3 way stopcock was not fully closed. Based on the investigation and the information available, a cause of user error has been assigned to the reported event.